Event description:
It was reported the catheter was being placed into the patient's left axillary artery in the intensive care unit. During insertion, the physician indicated he gained access and while advancing the guide wire he had to withdraw and advance the wire slightly before advancing the catheter into the artery. While withdrawing the wire he encountered resistance but he continued withdrawing the wire which uncoiled as it was being removed from the needle. As a result, a new kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one unraveled guide wire. The introducer needle was not returned. The guide wire was separated adjacent to the distal weld. Microscopic examination revealed discoloration, necking and plastic deformation in the area of the break. The device was found to be within dimensional specifications and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).